Event description:
During last follow up after inspace implantation, the doctor discovered the patient has axillary nerve palsy. The doctor is unsure if this is due to the balloon or another factor. The patient also received a neck injection about 6 weeks after the spacer, which could have done damage, but it¿s unclear. The patient now has pseudo paralysis of the shoulder.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pseudo paralysis of the shoulder. Probable root cause: application: use of expired product, wrong storage conditions, re-use of single-use device, use of contrast media, wrong patient or device selection, patient not following rehab procedure. The reported failure mode will be monitored for future reoccurrence.

Event description:
During last follow up after inspace implantation, the doctor discovered the patient has axillary nerve palsy. The doctor is unsure if this is due to the balloon or another factor. The patient also received a neck injection about 6 weeks after the spacer, which could have done damage, but it¿s unclear. The patient now has pseudo paralysis of the shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.